Manufacturer narrative:
The occurrence of the event is included in the adverse event section of the device labeling. The frequency for this event is not greater than usual. No device malfunction was reported. Serial number not provided for lot history review. No physician eval available. Attempts to obtain additional info were unsuccessful.

Event description:
Pt was implanted with perigee. Info received states "pt had recurrent prolapse. Therefore, pt was operated and had laparoscopic supracervical hysterectomy with adenectomy of both ovaries. With regard whether it was procedure or product related, the physician could not give me an answer, as she did not perform the operation." Pt was hospitalized from (B)(6) 2010. Pt left the hospital in good order and will go back for a follow-up visit in 2 to 4 months. Ams has requested additional info.